Event description:
It was reported that during a procedure, @ 46180 joules; 9:38 minutes "warning signal excessive fiber activity" reported. The fiber was exchanged and the procedure completed. No injury was reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone; the glass cap fracture area is shattered in many pieces; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe detritus adhesion and crystal deposits; the outer flow tubing exhibits moderate contamination, likely biologic; the outer flow tubing is twisted at the distal end. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.